Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the implantable cardioverter defibrillator (ICD) was implanted, however the patient's heart did not assume the device. As a result the patient experienced severe asystole, blood flow deficit, and low blood pressure. The rhythm was maintained through the programmer however the patient encountered several symptoms of discomfort. The ICD was removed and exchanged for another device. After ICD replacement the patient felt better and compensation was gradually restored. No further patient complications have been reported as a result of this event.